Event description:
Patient (pt) called back stating they got a new controller and rtm but there was no controller battery for they were only sent aa batteries. Agent reviewed to use their current controller battery from the old controller in the new controller.

Manufacturer narrative:
Section b5 is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they kept getting a message that they needed a new battery for the controller because they couldn't charge their implanted neurostimulator. Patient said the message kept coming up saying to not provide stimulation, recharge your implant device, and then system problem rm03. Patient clarified they were seeing a replace controller batteries soon message. Patient then said it was taking an hour or longer to charge their implant to maybe 5% and said it had been taking forever to find the device. Agent asked, patient confirmed they were typically able to charge at recharging excellent, but the quality would go from excellent to good or nothing. Agent asked, patient clarified they would often see recharging with no quality, but never poor recharge quality. Patient mentioned they had noticed maybe in the last month or so where it felt like a little tickle or electrical thing from the circular part of the paddle, but it was nothing major and they were so sensitive to their body until it just may be them. Patient confirmed they had not been seeing the poor recharge quality message as often or at all. Patient confirmed no heating from recharger, and stated normally they can charge within minutes, but it takes 30 minutes or longer now to charge, and they cannot get fully charged. Agent had patient reset controller and inspect for damages. Patient confirmed no physical damage. Patient started charging session at excellent quality with implant in the red and controller at 80%. Patient stated they get scared to breath when charging. On the call, system problem rm03 came up again. Patient stated they had been seeing these errors for about a week now. The issue was not resolved. A repair request was sent to replace the controller and recharger.